Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient would experience a thumping sensation when lying on their left side and sometimes when sitting in a chair. It would not happen when up and moving around. The patient was seen by their physician and had some things changed but was now having the thumping sensation when lying on their right side and when sitting in a chair. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.